Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively determined. MFR# reference: (B)(4).

Event description:
Initially, it was reported that following a right eye cataract surgery, the surgeon implanted one (1) of the two (2) stents from a trabecular micro bypass stent system. Postoperatively, the surgeon reported the following additional information. Reportedly, following the procedure, the patient presented at week one (1) follow-up visit with elevated iop. Additional information was requested, but the surgeon was unable to provide any additional information.